Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the screen was completely white. The customer¿s blood glucose level was over 600 mg/dl at the time of incident. The customer was treated with injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank solid white lcd display due to a broken trace on the lcd board. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test or verify partial display/missing segments due to display anomaly. The insulin pump also received with scratched case, case cracked behind the insulin pump near the battery compartment, end cap address label fading, pillowing keypad overlay, and minor scratched lcd window.